Event description:
It was reported that contacts 0, 8, 9, 10, 11, 13 and 15 had high impedances of >20,000. It was reported reprogramming occurred. No patient symptoms were reported. No new reportable information.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n391114, implanted: (B)(6) 2013, product type: accessory. (B)(4).